Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history

Event description:
It was reported that following an trial procedure the patient developed an infection. The patient had their leads removed on (B)(6) and was diagnosed with the infection on (B)(6). As a result, the patient was treated with oral antibiotics and antibiotic ointment. Reportedly, the infection resolved post operatively.